Event description:
This case qualifies as a complaint because the fracture treatment was not effective, resulting in a non-union requiring a second surgery. The loosening of one of the prior implanted screws did not contribute to the event, but was corrected in the subsequent surgery. Patient was treated for a right tibia fracture on (B)(6) 2014 using a 9mm x 280mm standard nail. This treatments was to repair a previous surgery done using an external fixator. Surgeon comments from this surgery, "infected non union of right tibia with external fixator in situ, following open fracture (gustilo iii b) 14 months back. Pre operative finding: discharging sinus. Operation: debridement, sequestrectomy, orif with sign nail". First followup was on 04/10/2014 with this comment, "he has painless weight bearing, but due to equinus of his right foot he has difficulty mobilising. We have given him foot orthosis with heel raise (within the shoe) to help him mobilize." Second followup was on 07/15/2014 with this comment, "he has pain free mobilisation." Third followup was on 11/25/2014 showed screw loosening with this comment, "he has returned after 9 months, with unable to bear weight. X ray shows non union. Awaiting surgery." Second surgery was done on (B)(6) 2014 with this comment: "he underwent surgery 9 months back for infected non union of right tibia following fracture (gustilo iii b) treated at other center 2 years back with external fixator. In our center, he was treated with solid 9 months back. The fracture did not unite and now we have done exchange nailing with use of 2 poller screws, proximal and distal in medial to lateral direction." Fracture repair and healing is always unique to the patient and the fracture. Guidance on best practice for sign im nailing surgery is included in the sign technique manual. No one can predict a non-union or a failure. Therefore no corrective action is indicated or would help prevent this type of situation from happening again.